Event description:
A ventilator was returned to the manufacturer for service for the allegation the device failed initial power up. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power up. The device's power management board was replaced to address the issue.